Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: the customer called 800 call line from ICU reporting that patient had a blue io needle distal to the tt in the tibia. The pig-tail connector (presumed to the ez-connect) is stuck on the catheter and they cannot attach a syringe to remove causing issues with removal. When they manipulate the catheter the patient c/o pain. X-ray shows an intact straight io catheter with no boney issues. Caller requesting information to help removed the connector then the catheter. Several suggestions made to caller but not attempted due to patient's response to catheter manipulation. Several return calls made 7/31 to check on patient and provide further guidance which was also not attempted due to patient response to catheter manipulation. 8/1 call to ICU for update reveals patient has been transferred to lower level unit with io remaining in place and reported plan to sedate patient possibly the or for normal removal but to mitigate pain. Caller would not provide photo of io or would not consent to facetime call to confirm ez-io in place. Unable to confirm manufacturer of io over the phone. Caller would not give patients initials or location of transfer to assist with further follow up. Caller refused to give email address. No securement device in place.